Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced occasional elevated blood glucose levels and low blood glucose (bg) levels. The customer declined to perform troubleshooting. Recommendation was made to consult with healthcare provider regarding diabetes management.